Event description:
This device opened and used after misfire happened with device of same lot number. Same situation happened with this second attempt at using this device across neck of pancreas. Deployed halfway and stopped. A different type of device was used for the 3rd try and worked.